Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The low reservoir reminder alarm was set at the default 20 units. Installed a water filled test reservoir and primed the device. Verified the test reservoir had 111 units left at the reservoir and on the display. Several boluses were programmed and delivered. The low reservoir alarm activated properly at 19.9 units left. Device primed properly and no unexpected low reservoir reminder anomaly, insulin flow blocked alarm, prime or fill anomaly, or drive or motor anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low reservoir alert at 20 units and piston issue. No harm requiring medical intervention was reported. The device will be returned for analysis.